Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device did not self-activate during device testing and no electrical or wiring issues were found. It was reported that the device self activated without user input. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device activated an alarm. The reported issue was confirmed. The most likely cause was traced to device design. This issue may occur if the heel gap of the jaw is on the low end of the specification. It has been determined that jaws measuring on the low end of specification, were more likely to generate alarm activation (regrasp alarms). Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was constant regrasp alarm from the moment it was plugged in. Multiple machines were used and the handpieces had the same issue. The handpiece would even activate and give regrasp alarm when nobody was touching it. They opened 4 from the same lot before trying a device from different lot number. The different lot number worked fine. There was no patient injury.